Manufacturer narrative:
Additional information: a6, b5, b6 and b7. B5: upon follow-up, it was reported that the patient has recovered from bacterial peritonitis (20 days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis event manifested by abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized and treated with shupu shen, meropenem, omacycline, piperacillin sodium, and tazobactam sodium injections were given for anti-infection treatment. Pd therapy was temporarily discontinued and the patient was transferred to hemodialysis. Patient outcome was not reported. The patient was discharged from the hospital after 37 days. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b1, b5, b7, d3, g1, h1, h6, and h11. B5: upon follow up, it was reported that the patient was treated with cefoperazone sodium and sulbactam sodium injection (discontinued). Meropenem treatment was discontinued after one month. Omadacycline tosilate injection (previously reported as omacycline) was discontinued. H11: based on the additional information received that the peritonitis was associated with pancreatitis, the unknown vantive pd disposables was determined not be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.